Manufacturer narrative:
This device is not available for return and evaluation because it remains implanted after a valve-in-valve procedure. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. There are many factors that could result in the need to explant and replace a valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. In this case, no information was made available regarding the condition of the device at time of the valve-in-valve procedure and there are no known patient contributing factors. Without additional information from the health care provider or return of the device for evaluation, we are unable to confirm the clinical comments made or determine the root cause for this event. If new information becomes available, a supplemental report will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards has learned of a valve-in-valve procedure to correct a failing 27mm pericardial mitral valve due to mitral regurgitation. The implant duration of the 27mm valve at the time of the procedure was ten (10) years, eight (8) months and eight (8) days. Patient was implanted with a sapien 26mm xt valve via transapical approach and left or in stable condition.